Event description:
It was reported via phone call, that the customer's insulin pump has scratches to the display. Customer's blood glucose level at the time was 491mg/dl. Customer treated with a 7.8 unit bolus and the blood glucose levels dropped to 429mg/dl. Troubleshooting occurred. Advised to discontinue use of the insulin pump, and revert to a back-up plan. The customer was advised that the device would be replaced and agreed to return the product for analysis.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Manufacturer narrative:
The insulin pump passed the displacement, rewind, basic occlusion, occlusion, prime, and no delivery test. The device had cracked battery tube threads, reservoir tube lip, and minor scratched/worn display window.